Event description:
From staff: surgical procedure was concluded, surgeon was suturing the incision sites. Preferred suture is being replaced, and the new one was used. While suturing the incision site, the suture thread broke multiple times. Surgeon was unsatisfied with the replacement suture. He believes the break in the suture may have caused a hematoma.